Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated important device information.

Manufacturer narrative:
Continuation of d10: product ID 8784. Serial# (B)(6). Implanted: (B)(6) 2024: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that an increase morphine by 0.5mg, a decrease in fentanyl by 50mcg and a decrease in bupivacaine by2mg was made.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that an increase in morphine by 0.5mg and a decrease in bupivacaine by 1mg , as well as reprogramming the patient with a decrease in sc fentanyl by 50mcg was made.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2014, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-mar-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving morphine (18 mg at 11.00849 mg/day), bupivacaine (30 mg at 20.01544 mg/day) and fentanyl (1499.9 mcg at 1000.70548 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had new pain in their neck and right arm. Additional information was received from the healthcare provider via a clinical study indicated that the issue was resolved. Additional information was received from the healthcare provider via a clinical study indicated that the issue was ongoing. Additional information was received from the healthcare provider via a clinical study indicated that on (B)(6) 2023 the patient stated they had tenderness at c4, c7 and t1. Their pain radiated into their right arm and hand with burning and tingling. Additional information was received from the healthcare provider via a clinical study indicated that the patient was refilled with an increase in morphine by 0.5mg and fentanyl by 100mcg. Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2023 patient had 9/10 pain. Additional information received from the healthcare provider via a clinical study indicated that the patient had severe neck pain. They were reprogrammed with an increase in fentanyl 150mcg and morphine 0.3mg and a decrease in bupivacaine by 1mg. Additional information received from the healthcare provider via a clinical study indicated that an increase in fentanyl by 150mcg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in fentanyl by 150mcg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in fentanyl by 50 mcg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in fentanyl by 50 mcg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in fentanyl was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 200mcg was made. Additional information received from the healthcare provider via a clinical study indicated that anincrease in sc fentanyl by 200mcg was made on (B)(6) 2024. Additional information received from the healthcare provider via a clinical study indicated that and increase in sc fentanyl by 200mcg was made on (B)(6) 2024. Additional information received from the healthcare provider via a clinical study indicated that increase in sc fentanyl by 200mcg was made on (B)(6) 2024. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 200mcg was made on (B)(6) 2024. Additional information received from the healthcare provider via a clinical study indicated that an increase in morphine by 0.5mg in 20cc syringe was given. Additional information received from the healthcare provider via a clinical study indicated that the last increase was not helpful. An increase in morphine by 0.6mg and decrease in fentanyl by 75mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient felt no relief from the last increase. An increase in morphine by 0.7mg and decrease in fentanyl by 75mcg was made. Additional information received from the healthcare provider via a clinical study indicated that a normal catheter dye study was performed. The pump system was functional but a surgical catheter revision to move the catheter more cranially within the space was performed on (B)(6) 2025.